Manufacturer narrative:
(B)(4). Delamination. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch ckg490 mfg date: 02/29/2010, exp date: 08/31/2012.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date and mesh was used. During the procedure, the mesh layers started to delaminate. The surgeon had good omental coverage, so this piece of mesh was still used. There were no adverse patient consequences.